Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported and observed failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device damaged. Directions for use dfu-0054-eo revision 7 bio-fastak, fastak, suturetak, and fibertak, suture anchors. G. Precautions 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-feb-2026, it was reported by a distributor via email that an ar-3740sp double loaded knotless knee fibertak experienced an issue during use. The fork-like tip broke upon first contact with the patient¿s bone. This issue was discovered during a let procedure on (B)(6) 2026. Additional information was received on 11-feb-2025: all fragments were retrieved. The case was completed with an ar-2324kbcc biocomposite knotless swivelock anchor. The case was delayed five minutes, and no additional anesthesia was administered.